Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise on the right ventricular (rv) lead. The physician elected to cap the pacing and sensing part of the lead. The patient condition was stable.